Manufacturer narrative:
Batch review performed on 22 july 2021: lot 112794: (B)(4) items manufactured and released on 24-jan 2012. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported.

Event description:
4 years and 2 months after primary revision surgery for knee instability. A thicker liner was implanted successfully.